Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .341 x .020 in length and not aligned with the tube axis. Failure analysis also observed that the pins at the proximal end were bent down and appeared to be loose. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the one grip was bent, causing side-to-side misalignment of the grips. There was a .025 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be broken during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.